Event description:
It was reported a 25mm sjm trifecta valve was implanted on (B)(6) 2013. During a follow-up visit in the clinic, aortic regurgitation (ar) was observed coming from the right coronary cusp (rcc). The ar jet flow reached the cardiac apex. On (B)(6) 2021 the patient underwent explant of the 25mm sjm trifecta valve, upon explant, a leaflet tear was observed. A non-abbott device was placed and the patient was stable throughout the procedure. No additional information has been provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Explant was reported due to "aortic regurgitation". The investigation found that leaflet 1 was torn. There was circumferential fibrous pannus ingrowth on the inflow surface. Leaflet 3 had calcification. There was no acute inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Calcification is a known potential adverse event associated with bioprosthetic heart valves. Per the warnings section of the instructions for use artmt600099236 rev. A, "accelerated deterioration due to calcific degeneration of the valve may occur in:" "children, adolescents, or young adults", "patients with altered calcium metabolism (e.g., patients with hyperparathyroidism or chronic renal failure)" or "individuals requiring hemodialysis". The limited mobility of the leaflets and tears associated with calcifications, further exacerbated by the pannus ingrowth, is consistent with the insufficiency noted prior to explant.